Event description:
Device 2 of 2. Ref MFR report #1627487-2013-12738. It was reported the pt does not receive any pain relief from the scs system and wants to have the system explanted. The pt is looking for a physician to perform the procedure. Note: the pt has two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.